Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause was not identified. Likely probable cause was that when inserting the scope connector into the scope connector socket on otv-s190, the chipped part of the scope connector tip was caught by the terminal inside the scope connector socket on otv-s190 and since the scope was inserted further while the inserted scope connector was caught, the terminal inside the scope connector socket of otv-s190 was pushed and the terminal buckled. Signal communication between the buckled terminal inside otv-s190 scope connector socket and the scope was not possible causing flicker noise in the image to occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the customer¿s image processor/light source otv-s190 device had an intermittent image issue. According to the reporter, there are bent pins found in the camera plug. The customer stated that the bent pins caused the image to flicker. There was no patient/ user harm or injury reported on this event.